Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient experienced pain in the site area possibly due to the implantable pulse generator (ipg). It was also reported that the right atrial (ra) lead exhibited chronic high thresholds and low out of range impedance. Ra lead was revised. Further it was noted that the right ventricular (rv) lead was revised as well for product performance issue. The implantable pulse generator (ipg) system remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction; typographical error; ra lead was repositioned not rv lead <(><<)>end> medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient experienced chest discomfort. The ra lead exhibited micro dislodgement. The ra lead was repositioned and remains in use. The rv lead exhibited high impedance due to ra lead repositioning. The rv lead remains in use.

Manufacturer narrative:
No data medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient experienced chest discomfort. The ra lead exhibited micro dislodgement. The rv lead was repositioned and remains in use. The rv lead exhibited high impedance due to ra lead repositioning. The rv lead remains in use.